Event description:
No new information was received.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, lot# nkn092217v, implanted: (B)(6) 2015, product type: extension. Product ID 3708660, lot# nkn095347v, implanted: (B)(6) 2016, product type: extension. Product ID 3389s-40, lot# va0pet0, implanted: (B)(6) 2015, product type: lead. Product ID 3389s-40, lot# va0umdx, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, lot# nkn092217v, implanted: (B)(6) 2015, product type: extension. Product ID 3708660, lot# nkn095347v, implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured on all combinations. The following high impedances were measured on the right side: c <(>&<)> 8 23590, c <(>&<)> 9 19501, c <(>&<)> 10 13492, c <(>&<)> 11 2540, 8 <(>&<)> 9 19269, 8 <(>&<)> 10 23948, 8 <(>&<)> 11 23767, 9 <(>&<)> 10 15950, 9 <(>&<)> 11 19388, and 10 <(>&<)> 11 13848. Impedances were measured to be within normal range on the left side. It was unknown what the implantable neurostimulator (ins) was programmed to. The cause of the event was unknown. No diagnostics or troubleshooting was done and no actions or intervention was taken. Reconnection or impedance measurements for both the lead and the adaptor may be done to clarify the defective part. No surgical intervention was taken and it was unknown if any intervention was planned. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient experienced a loss of stimulation. Troubleshooting included measuring impedances. The health care provider (hcp) was considering to perform an operation and confirm the connection region, but the date was not determined. The cause of the high impedances was looseness at the connection region. The issue was not resolved.

Manufacturer narrative:
The stimulation lead body conductor was broken (overstress / damage) as the proximal end of the lead was severely stretched and the #0 conductor broke at the #0 connector weld site. All four conductors were broken 10.7 cm from the distal end. There was an impression in the outer insulation indicating the lead was pinched at this location. The boot was ok. Upon review of the analysis results, it was determined that eval code conclusion (B)(4) and eval code result (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3708660, lot# nkn092217v, implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, lot# nkn095347v, implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0pet0, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0umdx, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported that the lead was replaced on (B)(6) 2016 and following the replacement, impedance values normalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.